Manufacturer narrative:
(B)(4). Report source: foreign source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the articular surface would not seat properly. There was no impact to the patient. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Event description:
No additional information received.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; visual evaluation found damage to the distal surface and the dovetail feature was flared out. There is also damage in other various areas of the articular surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.